Event description:
The customer reported that an error code displayed on the system. The returned sensor panel was repaired for a loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The returned sensor panel was repaired for the loose screw issue. (B)(4).